Manufacturer narrative:
Stryker further evaluated the customer's device and determined that the cause of the reported issue was due to the red energy capacitor wire being disconnected from the pcb-mounted jack connector, designator j17. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device does not deliver defibrillation energy.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the observed defibrillation issue. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device does not deliver defibrillation energy.